Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported implant #12, 13 was placed including vertical sinus lift on #13. Primary stability on #12 was 35 ncm. Patient came back 4 months after placement for uncovery. #12 uncovered and torque tested to 35 ncm and passed and #13 was spinning and was loose with granulation tissue around it. Implant #13 taken out and grafted the site for future implant replacement. Tooth #13. Additional appointment required: yes, implant replacement #13. Symptoms as a result of the event: inflammation, other: granulation tissue.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,3.7,10,mtx,mg (B)(6) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use, apparent bone / tissue attached to external threads. No apparent malfunction was noticed with the implant that would contribute to the reported event. Implant matched prints where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 13 (universal) and was used for approximately 3 months, 26 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1251903). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1251903) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (non integration perforated sinus) or product (tsvtb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur, and the reported event was non-verifiable with the information provided.